Event description:
Customer reported that, when the vaporizer is turned on, the o2 float drops. There was no report pt injury. According to datex-ohmeda records, this unit has not been returned for routine service and calibrations since 1998. Datex-ohmeda recommends the tec 5 vaporizer be returned every 3 years,as stated in the tec 5 operation and maintenace manual. Datex-ohmeda has requested the return of the unit in question for testing and investigation. To date, the unit has not been received. An investigation into the root cause of the alleged complaint cannot be undertaken until the unit is returned to the manufacturing site.